Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14a17089, h14b08037 and h14c05148 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On that same day, the pt was hospitalized for peritonitis and began treatment with vancomycin (1 gram for 5-7 days) intraperitoneal for peritonitis. The cause of the peritonitis event was unknown. Four days after admission, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the event and pd therapy was ongoing. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.